Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. No serious injury or medical intervention was reported.

Event description:
It was reported that bd intima-ii closed IV catheter system leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device history report was conducted for lot number 7200320. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records this lot of intima ii was manufactured august 2017, and this is the only instance of leakage from the septum occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally, bd engineers conducted leakage testing on the retention samples for this lot, but were unable to duplicate the reported event. The affected sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.